Event description:
Customer's customer called to report that the insulin pump occluded during the bolus by alarming no delivery. Customer's blood glucose levels were not included in the report. Customer was unable to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.